Event description:
A report was received that the pt will be explanted due to skin erosion and no longer needing the device. The pt underwent a non device related procedure in (B)(6) 2010 and since then the skin around the ipg has been eroding. The physician explanted the patient and fixed the eroded skin. The pt is doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.